Event description:
It was reported patient underwent reverse shoulder procedure on (B)(6) 2013. Post operative radiographs showed a piece of the instrument had fractured and remained in the patient. Subsequently, patient underwent procedure on (B)(6) 2013 to remove the fractured piece.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions it lists, "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture. Surgical instruments should only be used for their intended purpose. Biomet recommends that all instruments be regularly inspected for wear and disfigurement."